Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the back on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
A sensor was returned for evaluation. The device was visually inspected and found that the applicator had a jammed drive wheel causing the applicator to be unable to deploy or have a needle retraction issue. The reported event of a needle retraction issue could not be confirmed. The probable cause determined to be a jammed drive wheel.